Event description:
A patient treatment sheet received from a peritoneal dialysis (pd) nurse revealed an increased intraperitoneal volume event that occurred during a treatment on (B)(6)2014. There were no patient symptoms of overfill reported. The reported drain 5 volume of 4036 mls was 202% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred during therapy with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.